Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Implant registration card received stated female patient received onxane-19 (sn (B)(4)) on (B)(6) 2016 and ¿pt expired after implant.¿ obituary confirms date of death as (B)(6) 2016.

Manufacturer narrative:
<P class="">additional information from the surgeon's nurse indicated that the patient's cause of death was due to cardiac arrest and inability to wean from bypass and was "not caused by the valve." Pre-operative comorbidities include coronary artery disease (cad), severe obesity, and aortic stenosis. Operative notes were not available to send. </p><p class="">the manufacturing records for the onxane-19, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted.</p><p class="">the onxane-19 (sn (B)(4)) was implanted (B)(6) 2016. Field reports indicate patient died day of surgery due to cardiac arrest and inability to wean from bypass "not caused by the valve." Preoperative comorbidities include cad, severe obesity, and aortic stenosis. In an analysis of aortic valve operations in the sts database from 2002 to 2010, 80% of patients had a predicted risk of mortality (prom) of <4% and an actual mean mortality rate of 1.4%. Fourteen percent had a prom of 4% to 8% and an actual mean mortality rate of 5.1%, and 6% of patients had a prom of >8% and an actual mortality rate of 11.1% [nishimura et al. 2014]. Deaths in this evaluation are unrelated to the device implanted and represent outcomes due to the trauma of surgery. In addition, while these are general evaluations, the presence of multiple comorbidities in the present case increased the risk of a negative outcome. It is likely that the trauma of surgery combined with preoperative comorbidities resulted in a surgical death unrelated to the valve.</p><p class="">this event does not identify additional hazards or modify the probability and severity of existing hazards.&nbsp;

Event description:
Implant registration card received stated female patient received onxane-19 (sn (B)(4)) on (B)(6) 2016 and ¿pt expired after implant.¿ obituary confirms date of death as (B)(6) 2016.